Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This carto® 3 system was manufactured before september 24, 2016, therefore no UDI is applicable for this product with serial number 11450. Concomitant product: non-biosense webster, inc. - siemens sensis ep recording system. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto® 3 system. The noise was observed on inferior leads prior to the case. When the ablation started, the noise completely swamped all signals with no interpretation possible. The noise occurred on both the carto® 3 system and the siemens sensis ep recording system and only when the carto® 3 system was in use. They were using the carto® 3 system with the siemens sensis ep recording system connected with a direct connect cable. Further ablation generated less noise with only the proximal ablation catheter electrodes affected. Per the power point presentation provided, it confirmed that the ECG noise was present in all channels on both systems during the ablation making the ECG signal not interpretable. It also confirms that during further ablations, the noise was only observed on proximal mapping electrodes and inferior bs leads. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the ECG noise was present in all channels on both systems and the signals were uninterpretable, this event has been assessed as a reportable malfunction.

Manufacturer narrative:
Additional information was received on the event on february 20, 2018. It was confirmed that signal interference was present on all channels on both the carto® 3 system and the recording system. However, clarification was provided stating that the physician did have signals available on the defibrillator. Therefore, this issue has been re-assessed from a reportable malfunction to not reportable as the patient's heart rhythm was still visible to the operator when the signal noise issue occurred. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a carto® 3 system. The noise was observed on inferior leads prior to the case. When the ablation started, the noise completely swamped all signals with no interpretation possible. The noise occurred on both the carto® 3 system and the siemens sensis ep recording system and only when the carto® 3 system was in use. They were using the carto® 3 system with the siemens sensis ep recording system connected with a direct connect cable. Further ablation generated less noise with only the proximal ablation catheter electrodes affected. Additional information was received on the event on february 20, 2018. It was confirmed that signal interference was present on all channels on both the carto® 3 system and the recording system. However, clarification was provided stating that the physician did have signals available on the defibrillator. The biosense webster field service representative replaced the patient interface unit (piu) backplane card and ECG card#1 to resolve the issue. The biosense webster field service representative performed a preventative maintenance service and completed the acceptance testing procedure (atp) tests. All tests passed. System is ready for use. The backplane card and ECG card associated with this complaint have not been returned to the device manufacturer for further analysis as they were disposed of in (B)(4 ). Therefore, the complaint analysis may be concluded based on the available information. The device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment. Manufacturer's reference number: (B)(4).